Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim the patient called to report a significant amount of air in the IV tubing distal to the alaris channel as his IV bag was empty. The channel never alarmed and continued to infuse. Channel shut off; no air made it into the patient.